Event description:
On (B)(6) 2007 on invance sling was implanted. It was reported that the patient experienced a decreased level of incontinence after the sling implant. In 2009 the ivance sling was removed due to infection.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.